Event description:
Pt reported obtaining back-to-back blood glucose results, of 170 mg/dl and hi. He tested on a non accu-chek meter and based insulin therapy on that result. Pt did not modify therapy based on these results. No pt injury was reported. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was sent. The advantage system: meter, strip lot 549525 with expiration date 02/29/08.

Manufacturer narrative:
The suspect device is the comfort curve strip.